Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 3 was not working. A field service engineer confirmed that there was no hardware failure. The user had been pulling an IV bag (intravenous bag) that was loaded into remote stock but thought it was loaded in tower door 3. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.